Event description:
The study investigator noted the event was related to the lv lead, and the event resolved without sequelae.

Event description:
It was reported that within one month of implant, the patient experienced extracardiac stimulation and a jumping sensation in the ch est. Device interrogation showed that the lead parameters were within normal limits. All lv (left ventricular) configurations were checked and the patient was left at the original setting, but the lv output was decreased and the lead remains in use. No patient complications have been reported as a result of this event. The lead was noted to be part of the (B)(6) registry.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m62 implantable tachy lead, (B)(6) 2013; 6725 implantable adaptor, (B)(6) 2013. (B)(4).